Event description:
The patient reported that on (B)(6) 2024 their blood glucose (bg) level reached 480 mg/dl, while wearing the pod between 37 and 48 hours. When removed from the infusion site (abdomen), the cannula was observed to be bent. Additionally, the patient reported the pod was leaking insulin. The patient was able to resume treatment, no specific information was provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.